Event description:
During maintenance at a customer location, it was noticed that for the needle guide 02-0027 0321015 the axis maintaining the spring has oxidation on the top and bottom part. There was no patient involved.

Manufacturer narrative:
The affected device has been repaired.

Event description:
During maintenance at a customer location, it was noticed that for the needle guide 02-0027 0321015 the axis maintaining the spring has oxidation on the top and bottom part. There was no patient involved.